Event description:
A user contacted the manufacturer regarding the sound abatement foam correction/removal. There was no report of serious patient harm or injury. The patient complained of difficulty breathing/shortness of breath. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously reported, a user contacted the manufacturer regarding the sound abatement foam correction/removal. There was no report of serious patient harm or injury. The patient complained of difficulty breathing/shortness of breath. Repeated attempts to have the device and components returned for evaluation and investigation were unsuccessful. The manufacturer believes they will be unable to gather additional information. The manufacturer is submitting a final report at this time. If pertinent information becomes available to the manufacturer at a later date, an addendum to this final report will be filed.

Manufacturer narrative:
Additional information was received on apr 03, 2025 and section h11 should be reported as: the manufacturer previously reported, a user contacted the manufacturer regarding the sound abatement foam correction/removal. There was no report of serious patient harm or injury. The patient complained of difficulty breathing/shortness of breath. The device was returned to the manufacturer's product investigation laboratory for investigation. During the investigation, the manufacturer performed a visual inspection of the ventilator and found no visible defects. The device was allowed to warm up on the benchtop, during which no alarms or error codes were observed. The ventilator was tested using the trilogy multi-function test station and passed the applicable test steps. Test steps 7-9, 15, 18, and 19 were recorded as failures; however, these were related to production environment testing parameters and are not considered indicative of a device malfunction. The device was operated on the benchtop without any alarms, performance issues, or signs of overheating. Upon opening the unit, no evidence of melted plastic or internal damage was observed. The technician inspected the airpath foam and confirmed it was securely in place, with no signs of delamination, degradation, or contamination. The manufacturer was not able to confirm the presence of degraded sound abatement foam. The device's event logs were downloaded and reviewed by manufacturer. The manufacturer found no error codes. The manufacturer applied power to the device and verified airflow. The manufacturer concludes that there was no evidence of sound abatement foam degradation. The manufacturer was unable to duplicate any failure with the ventilator and has determined that the device functions as designed. Sections d9, h2, h3 and h6 has been updated in this report.